Event description:
It was reported that a shaft break occurred. A 4.50 x 16 synergy ii drug eluting stent (des) was used for treatment, but the shaft broke away from the stent balloon. It was noted that the stent was used in a 6f guideliner extension catheter, which was tight and hard to manoeuvre before the shaft snapped. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 4.50 x 16mm synergy ii stent delivery system was returned for analysis. The stent was not returned for analysis. The crimped stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon body was reviewed; the balloon folds were relaxed. The balloon appeared to be in a deflated state with blood like substance inside balloon. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer extrusion and mid shaft section and visual examination of the inner extrusion found a mid shaft break at 8.5 cm proximal to the wire port and the distal shaft was returned on customers 0.014 inch guidewire which was stuck in the wire lumen. The shaft polymer extrusion was bunched at multiple locations. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A 4.50 x 16 synergy ii drug eluting stent (des) was used for treatment, but the shaft broke away from the stent balloon. It was noted that the stent was used in a 6f guideliner extension catheter, which was tight and hard to manoeuvre before the shaft snapped. The procedure was completed and no patient complications were reported in relation to this event.